Event description:
I was performing a bone marrow biopsy and the jamshidi needle was defective. Prior to inserting the needle into the patient, I tested that I was able to easily remove the stylet. The stylet was unable to be removed so another staff member brought me a new needle.